Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous balloon angioplasty, a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and mildly tortuous shunted vessel. The sterling otw 5.0x40/40 balloon was advanced to the lesion and when it was inflated to 14 atms, the balloon ruptured. The procedure was completed with this device. No patient injuries or complications occurred. Patient status is satisfactory.